Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Investigation is in progress. The results of the investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, an error code had occurred indicating that the balloon was deflated. The coaxial cable was replaced and the error code had cleared. Also, it was noted that air had remained in the sheath after it was advanced into the catheter. The sheath was replaced and the procedure was completed with cryo. It was unknown at this time if the patient was under general anesthesia and there were no patient complications reported.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. No device was returned for analysis. Data files did not show any system notice for the reported event date. The reported issue of air ingress has not been confirmed through testing or data analysis.